Event description:
This is an adverse event occurring during sizing measurement of the esophagus. Pt has barrett's esophagus with dysplasia and was scheduled for treatment with circumferential ablation with rfa. After sizing the esophagus, a laceration was noted in the mid esophagus. Ablation was therefore not performed. A contrast CT showed a leak and the pt underwent thoracoscopic repair. No acute adverse events ensued. Repeat contrast study was normal at 7 days. Pt did well according to the gastroenterologist and surgeon and was discharged to home. The gastroenterologist indicated that no malfunction of the device occurred. It is unk if there was underlying esophageal pathology that resulted in this injury.

Manufacturer narrative:
The catheter and generator used for treatment were evaluated and performed according to specification.